Manufacturer narrative:
The investigation was carried out by the aceslap tech service. The hose was manufactured at the 14th of august 2017. A repair did not take place in the past. The maintenance date according to the laser marking would have been 2018-10. The inner air hose busted at the headpiece side. No obvious defects could be found at the fragments of the hose. Damages and staining could be found at the outer hose and the connections. The device history records have been checked and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number. The failure is most probably usage and wear and tear related. After the investigation, we assume that a usage related failure in combination with wear and tear led to the mentioned failure. A maintenance would have been necessary in october 2018. No product deviations could be found at the provided air hose. Furthermore, it is not fully clear, what has been changed at the nitrogen during the surgery. According to the provided information, a sale rep "turned the nitrogen up". It is possible that this adjustment also had an impact on the hose. A CAPA is not necessary.

Manufacturer narrative:
Exemption number: e2014018. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "tank and hose were attached at the beginning of surgery. Set seemed to not be working. Case was then canceled. Another company's rep turned up the nitrogen. Set still did not work. The rep then removed hose and attached hose again. Hose then blew." Case was cancelled. No serious injury or death related to the incident. No additional intervention needed. Once the event occurred, they cancelled surgery, stopped anesthesia, and woke the patient up. Once the patient was awake and alert, they discharged the patient from the hospital. The information provided states that a sales representative from another company turned up the nitrogen and the hose blew off. No patient injury, staff were not injured. The patient hazard was that the patient was put under anesthesia and then could not get the surgery. Additional patient outcome and medical intervention information has been requested and was informed that when the information become available, it will be forwarded over.